Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, before procedure it was noted scratch on the entire optical lens. There was no patient contact and impact. Additional information has been requested, received and stated the scratch was noticed while loading the lens into the cartridge.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. The lens was pressed into the well area and against two posts of the lens case. Viscoelastic was observed on the lens. One haptic was broken-gusset area not returned. The reported ¿scratch on the entire optic" was not observed. The lens was cleaned with klrp for further evaluation. The optic had multiple parallel short, curved scratches on the posterior surface near one haptic junction. There were three deep gouge marks in the same area along with multiple smaller gouges and scratches. This damage is similar in appearance to damage caused by an instrument used to grasp the lens (forceps). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. It was stated the damage was observed during loading, which may indicate a loading issue occurred. Associated products were not provided. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).